Event description:
It was reported that the surgeon had difficulty engaging femoral head with constrained liner.

Manufacturer narrative:
The patient is 61 inches in height. An event regarding a size/fit issue involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the devices were not returned, they were implanted. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the reported devices were implanted.

Event description:
It was reported that the surgeon had difficulty engaging femoral head with constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. Additional information was requested and if it becomes available will be submitted in a supplemental report.